Event description:
It was reported, in 2008 the patient had swelling and thinning of the right abdominal wound, with a hole at the base of the lumbar incision. The patient also had a slight yellow drainage from the site. At about 8 days later, the patient presented to the clinic for a refill of the pump. The spinal incision was beginning to look red. Upon examination, it was determined the site was infected. It appeared there was swelling over the pump pocket as well, indicating the infection had moved anteriorly. The hcp elected to remove the entire pump system and place the patient on IV antibiotics. The drug used in the pump is baclofen 500 mcg/ml at a dose of 49.98 mcg/day delivered on a sample continuous basis. The patient recovered without sequela. The patient will be seen at a later date to be evaluated for another pump placement.

Manufacturer narrative:
Preliminary device analysis was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.